Event description:
Customer reported an error message of dl flag on the occasional sample on the aia-900 analyzer. Customer indicated that the error flag is occurring more often now. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error logs but did not attempt to reproduce the reported error. The fse observed the detector lens was very dirty and cleaned it. The fse performed a daily maintenance and also performed calibration. The fse ran quality control (qc) and ran about 60 cups and no error occurred. No further action was required by the fse. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of 09may2021 through aware date 09jun2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: dl. A fault occurred on the detector or the substrate feed line. Print and display (rate value) :outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) :conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a the most probable cause of the reported event was due to dirty lens.